Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue 'system error 345 in more than one location.' Was unable to be reproduced. A review of event history log revealed multiple occurrences of system error 345. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be failed upstream sensor. The ultrasonic requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.